Manufacturer narrative:
Brand name unknown / not provided. Device product code unknown / not provided. Catalog number and lot number unknown / not provided. PMA/510(k) number unknown.

Event description:
Doctor indicated implant fell to the floor while doctor was handling the implant with the driver. The driver had no good retention. Doctor used another driver to finish the procedure.

Manufacturer narrative:
The customer's complaint product was not returned for inspection. The driver was discarded by the clinician. No device lot number was provided so a device history record review and a complaint history review could not be performed. Customer reported ¿implant fell to the floor while doctor was handling the implant with the driver¿ the complaint could not be verified, as the conditions of the implantation procedures are unknown. A definitive root cause could not be identified for this complaint.